Event description:
It was reported that the patient requested an upgraded device. Surgery was performed to explant the patient's device. The patient was implanted with an upgraded advanced bionics cochlear implant.